Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's profile had not crossed over. A technical support specialist launched sql server management studio and ran a query to check if messages were queued at the es server. When the query returned a value higher than 0, the query was run again to see if messages were processed. As the value was increasing, it indicated that messages were not being processed. A query was then run to determine the timestamp of the last received message, and the patient or order example provided by the customer was checked to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a patient details not crossing over to pyxis.. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.